Event description:
O2 blender knob broke, would not turn to 21% and turns past 100%. Pt dependent on respirator. Pt desaturated and broken knob discovered by staff. Ventilator replaced and sent for repair. Unable to determine how much o2 pt was receiving.